Manufacturer narrative:
(B)(4). An investigation was carried out into this compliant. When reviewing similar reportable events, we have found a number of cases with similar fault description, when the lift tilted or tipped over. On (B)(6) 2017 arjohuntleigh has become aware of an event which occurred with the involvement of maxi move passive floor lift at wesley commons customer facility located in (B)(6). It was reported that during patient transfer from a chair to a bed, the lift tilted over. When the event occurred the lift was placed over the bed. Therefore the patient did not fall on the floor - no injury was sustained. Based on an interview with the involved resident, a caregiver swung her around too fast while she was attached in the lift, what have resulted in loss of the device balance.. Additionally, the facility staff made a comment that " it was a caregiver error and not the lift itself." It was not confirmed if legs of the maxi move were spread out and locked. After the incident, the lift was inspected by arjo representative. The device was found in good general condition. It was tested and no fault with the device was detected. The stability of the lifting device depends on a variety of factors. Based on our product knowledge and review of similar complaints reported in the past, there is no possibility to destabilize the lift during on-label use of the product. Following factors were identified as contributing to the failure occurrence: a) the off-label utilization of the device (position of the legs, castors, etc.) B) the environment of use (obstructions, thresholds, etc.) C) the stability inherent to the design of the device. D) the stability inherent to the condition of the device at the time of use. Information about a way of resident transfer collected in a course of the investigation revealed that while transferring resident to the bed caregivers swung patient around too fast. This situation might have disrupted stability of the lift and, as a consequence, caused the device tipped on the bed. Test result performed at the customer site confirmed that the lift met its specification. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as contributing factor to the event. Please note that each maxi move lift delivered to customers is equipped with instructions for use (IFU) (001.25060, rev 10): the maxi move instruction for user provided to customers with devices warns and informs the user how to :manoeuver the lift safely to avoid any risk of its tipping: "maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual." "The transferring of patients should always be done with chassis legs closed. Maneuverability will be easier , especially through doorways ". "Caution: the chassis rear castors have brakes which can be foot-operated when required (see fig. 13). Do not apply the chassis brakes at this stage, as the position of the patient will adjust to the center of gravity of the lift while the patient is being raised." "Warning: do not attempt to maneuver the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift. "Using the adjustable width chassis, it is possible to make adjustments to the chassis leg width to assist with maneuverability around obstructions, such as bed legs or castors." The cited extract from the instruction for use ensures that usage of the maxi move lift , in accordance with the guidelines provided by the manufacturer, will not cause or contribute to its tipping. No fault was reported with the involved devices that might have caused or contributed to this event. The received information and our evaluation as described above show that if maxi move lift's warnings and daily maintenance had been followed in accordance to the relevant instructions for use, the risk of the lift fall could have been diminished. Looking at the incident scenario it has been established that maxi move passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was according to the manufacturer's specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. No serious adverse event occurred.

Event description:
On (B)(6) 2017 arjohuntleigh has become aware of an event which occurred with the involvement of maxi move passive floor lift at wesley commons customer facility located in (B)(6). It was reported that during patient transfer from a chair to a bed, the lift tilted over. When the event occurred the lift was placed over the bed. Therefore the patient did not fall on the floor - no injury was sustained.